Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 01/04/2024. It was reported that detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2023. On (B)(6) 2023 upon sensor pod removal, the patient stated that the sensor wire detached from the sensor pod and remained in the skin. At the time of the initial report, the patient did not attempt to remove the detached sensor wire from the skin. The patient was later informed on (B)(6) 2024 that the sensor wire was surgically removed in the hospital. No symptoms were reported, no further information regarding post operative treatment was shared, and further attempts to contact the patient for more information were unsuccessful. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 01/04/2023. It was reported that detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2023. On (B)(6) 2023 upon sensor pod removal, the patient stated that the sensor wire detached from the sensor pod and remained in the skin. At the time of the initial report, the patient did not attempt to remove the detached sensor wire from the skin. The patient was later informed on (B)(6)2023 that the sensor wire was surgically removed in the hospital. No symptoms were reported, no further information regarding post operative treatment was shared, and further attempts to contact the patient for more information were unsuccessful. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.